Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, error c-34 occurred on vio integrated electrosurgical generator unit (iesu). Site used an external esu generator to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: site was able to continue the procedure with system sl0658 by connecting an external esu.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause in this case is attributed the erbe generator.

Event description:
Refer to h11 for follow-up information.